Event description:
A vaxcel mini port was placed for therapeutic purposes in 2005. Upon flusing the port prior to chemotherapy, blood and saline were noticed to be backing up in the port pocket. The port was retrieved and was found to be separated into three pieces (the base, the septum, and the hood). The port was replaced.